Event description:
The customer initially reported that the device did not function. There was no patient injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. A visual inspection of the incident device revealed that the jaw wire was severed, exposing bare wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device causing the wire to pull out and break. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the patient.